Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding (general)/abnormal bleeding (general),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient experienced nausea ("nausea"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced migraine ("excessive migraines headaches/migraines headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dizziness ("dizziness,"), arthralgia ("joint pain"), bladder disorder ("bladder problem"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), complication of device removal ("complication of device removal") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, headache, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, gastrointestinal disorder and menorrhagia had resolved, the back pain, pelvic discomfort, abdominal pain, abdominal distension, dizziness, fatigue and arthralgia had not resolved and the complication of device removal, gastrooesophageal reflux disease and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, back pain, bladder disorder, complication of device removal, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment of her symptoms from her physician was unable resolve her symptoms. Discrepancy noted in date of insertion- (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received. Events stomach pain, gerd were added. Outcome of pelvic pain, migraine, nausea, weight gain were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority on 01-dec-2017. The most recent information was received on 19-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient experienced nausea ("nausea/ feeling sick to my stomach all the time"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)/ excruating cramping during menses") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavier and longwer periods with blood clots"). In (B)(6) 2018, the patient experienced migraine ("excessive migraines headaches/migraines headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general),"), back pain ("lower back pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dizziness ("dizziness,"), arthralgia ("joint pain/ shoot in hips"), bladder disorder ("bladder problem"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), complication of device removal ("complication of device removal"), abdominal pain upper ("stomach pain/ pain in stomach "), abdominal pain lower ("lower abdomen pain"), vomiting ("throwing up"), pain in extremity ("shoot in leg"), asthenia ("weak"), decreased appetite ("no appetite"), polymenorrhoea ("twice period in a month"), rash pruritic ("rash under chest that was itchy/ rash near arm pits on both arms"), oropharyngeal pain ("sore throat") and peripheral swelling ("swollen feet and fingers") and was found to have weight decreased ("weight loss/ weight lost"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on 30-may-2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, headache, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, gastrointestinal disorder and menorrhagia had resolved, the back pain, pelvic discomfort, abdominal pain, abdominal distension, dizziness, fatigue, arthralgia and abdominal pain lower had not resolved and the complication of device removal, gastrooesophageal reflux disease, abdominal pain upper, vomiting, pain in extremity, asthenia, decreased appetite, polymenorrhoea, oropharyngeal pain and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, asthenia, decreased appetite, oropharyngeal pain, pain in extremity, peripheral swelling, polymenorrhoea, rash pruritic and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, back pain, bladder disorder, complication of device removal, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment of her symptoms from her physician was unable resolve her symptoms. Discrepancy noted in date of insertion- (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case no. 2018-111952 were transferred including references and source documents. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient experienced nausea ("nausea/ feeling sick to my stomach all the time"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)/ excruating cramping during menses") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavier and longwer periods with blood clots"). In (B)(6) 2018, the patient experienced migraine ("excessive migraines headaches/migraines headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general),"), back pain ("lower back pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dizziness ("dizziness,"), arthralgia ("joint pain/ shoot in hips"), bladder disorder ("bladder problem"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), complication of device removal ("complication of device removal"), abdominal pain upper ("stomach pain/ pain in stomach "), abdominal pain lower ("lower abdomen pain"), vomiting ("throwing up"), pain in extremity ("shoot in leg"), asthenia ("weak"), decreased appetite ("no appetite"), polymenorrhoea ("twice period in a month"), rash pruritic ("rash under chest that was itchy/ rash near arm pits on both arms"), oropharyngeal pain ("sore throat") and peripheral swelling ("swollen feet and fingers") and was found to have weight decreased ("weight loss/ weight lost"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine, nausea, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, headache, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, gastrointestinal disorder and menorrhagia had resolved, the back pain, pelvic discomfort, abdominal pain, abdominal distension, dizziness, fatigue, arthralgia and abdominal pain lower had not resolved and the complication of device removal, gastrooesophageal reflux disease, abdominal pain upper, vomiting, pain in extremity, asthenia, decreased appetite, polymenorrhoea, oropharyngeal pain and peripheral swelling outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, asthenia, decreased appetite, oropharyngeal pain, pain in extremity, peripheral swelling, polymenorrhoea, rash pruritic and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, back pain, bladder disorder, complication of device removal, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment of her symptoms from her physician was unable resolve her symptoms. Trailing coils- left-2 coils, right-4 coils discrepancy noted in date of insertion- (B)(6) 2017, (B)(6) 2017. Discrepancy in patient's dob diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc on 5-aug-2020: medical record received : reporter information was added. Fu 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('increasingly severe pain / pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient experienced nausea ("nausea/ feeling sick to my stomach all the time"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)/ excruating cramping during menses") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2018, the patient experienced fatigue ("chronic fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal)"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavier and longwer periods with blood clots"). In (B)(6) 2018, the patient experienced migraine ("excessive migraines headaches/migraines headaches") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage ("abnormal bleeding (general)/abnormal bleeding (general),"), back pain ("lower back pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dizziness ("dizziness,"), arthralgia ("joint pain/ shoot in hips"), bladder disorder ("bladder problem"), headache ("headaches"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), complication of device removal ("complication of device removal"), abdominal pain upper ("stomach pain/ pain in stomach "), abdominal pain lower ("lower abdomen pain"), vomiting ("throwing up"), pain in extremity ("shoot in leg"), asthenia ("weak"), decreased appetite ("no appetite"), polymenorrhoea ("twice period in a month"), rash pruritic ("rash under chest that was itchy/ rash near arm pits on both arms"), oropharyngeal pain ("sore throat") and peripheral swelling ("swollen feet and fingers") and was found to have weight decreased ("weight loss/ weight lost"). The patient was treated with surgery (hysterectomy and total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, complication of device removal, gastrooesophageal reflux disease, abdominal pain upper, vomiting, pain in extremity, asthenia, decreased appetite, polymenorrhoea, oropharyngeal pain and peripheral swelling outcome was unknown, the pelvic pain, genital haemorrhage, migraine, nausea, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, headache, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, gastrointestinal disorder and menorrhagia had resolved and the back pain, pelvic discomfort, abdominal pain, abdominal distension, dizziness, fatigue, arthralgia and abdominal pain lower had not resolved. The reporter provided no causality assessment for abdominal pain lower, asthenia, decreased appetite, oropharyngeal pain, pain in extremity, peripheral swelling, polymenorrhoea, rash pruritic and vomiting with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, arthralgia, back pain, bladder disorder, complication of device removal, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic inflammatory disease, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment of her symptoms from her physician was unable resolve her symptoms. Trailing coils- left-2 coils, right-4 coils discrepancy noted in date of insertion- (B)(6) 2017, (B)(6) 2017 discrepancy in patient's dob date(s) of removal: (B)(6) 2018, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: mr received: reporter was added. Pelvic inflammatory disease was added as a event. Patient dob was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraines headaches"), dizziness ("dizziness,"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problem"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), menorrhagia ("abnormal bleeding (menorrhagia)") and complication of device removal ("complication of device removal") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, pelvic discomfort, abdominal pain, abdominal distension, migraine, dizziness, fatigue, arthralgia and nausea had not resolved, the genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, headache, dysmenorrhoea, vaginal discharge, weight decreased, weight increased, gastrointestinal disorder and menorrhagia had resolved and the complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, bladder disorder, complication of device removal, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment of her symptoms from her physician was unable resolve her symptoms. Discrepancy noted in date of insertion - (B)(6) 2017, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received- new events abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder problem, urinary problems, headaches, dysmenorrhea (cramping), vaginal discharge, weight gain, weight loss, gastrointestinal or digestive system condition, she didn¿t undergo an essure confirmation test,complication of device removal were added. New reporter, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.